Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it feels like there are metal pieces coming through my skin of my vagina/ nodules in my vaginal wall'), fallopian tube perforation ('perforated her fallopian tube'), device expulsion ('perforation was left side of her vagina'), vaginal perforation ('perforation was left side of her vagina wall'), menorrhagia ('menorrhagia') and sinus tachycardia ('supraventrical sinus tachycardia') in an adult female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2008, live birth in 1998, live birth in 1993, multi gravida, parity 3, psychological disorder nos, endometrial ablation and seizure. She was not allergic to nickel or any other component of essure. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinus tachycardia (seriousness criterion hospitalization) with hypertension and headache, anxiety ("anxiety"), dizziness ("dizziness"), cardiac disorder ("heart issues/heart problem (felt like I was having a heart attack and the pain was so great I would be a level 10)"), migraine ("migraine/migraines(every day)"), menstrual disorder ("extreme menstrual changes") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tinnitus ("buzzing/buzzing her ears"), arthralgia ("joint pain(every day)"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea") and dyspareunia ("painful intercourse for me & my partner"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), metoprolol tartrate (lopressor), and surgery (ablation, hysterectomy, hysterectomy((B)(6) 2015),surgery in 2016, to remove nodules from the lining of the vagina wall and had surgery in 2016 had to go back in and remove nodules from the lining of the vagina wall). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, vaginal perforation, menorrhagia, dizziness, cardiac disorder, migraine, arthralgia, allergy to metals, menstrual disorder, abdominal distension, weight increased, nausea and dyspareunia outcome was unknown, the sinus tachycardia and tinnitus had resolved and the anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, cardiac disorder, device breakage, device expulsion, dizziness, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, nausea, sinus tachycardia, tinnitus, vaginal perforation and weight increased to be related to essure. The reporter commented: she had surgery in 2016, doctor had to go back in and remove nodules from the lining of the vagina wall. Partner case has been created and linked (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: normal hsg and bilateral obstruction with essure in place. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Patient took migraine medicine for migraine. Essure confirmation test(s)-apr 2009 to may 2009, dye test; plaintiff was told that she would need to return for a follow up confirmation test. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Patient took migraine medicine for migraine. Essure confirmation test(s)-apr 2009 to may 2009, dye test; plaintiff was told that she would need to return for a follow up confirmation test. On (B)(6) 2015, history of present illness: irregular heavy menses past history/previous surgery: endometrial ablation, bilateral tubal ligation, ovarian cystectomy. Impression: excessive menses plan; vaginal hysterectomy. On (B)(6) 2015, surgical path report clinical history: excessive menses area final diagnosis: uterus hysterectomy cervix: low grade squamous intraepithelial lesion endometrium: proliferative endometrium, negative for hyperplasia and malignancy myometrium: adenomyosis. Wire implants present gross description: received in formalin and labeled "uterus/cervix" is a hysterectomy specimen consisting of a uterus with attached cervix. The uterine wall is serially sectioned to reveal tanpink, trabeculated myometrium and bilateral silver, metallic essure wire implants at each cornu. On (B)(6) 2015, findings: on examination under anesthesia, uterus felt normal size and was mobile. At hysterectomy, the uterus was felt to be normal. Adnexa appeared normal. Tubal occlusion devices were not palpable. Previously administered products included for an unreported indication: mirena and birth control pill. Concurrent conditions included gravida ii since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, vaginal discharge, urinary tract infection and pharyngitis. Concomitant products included anesthetics and hydromorphone hydrochloride (dilaudid). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, hypertension, migraine and anxiety, dyspareunia, nausea, bloating, dysmenorrhea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : reporter information added. Ablation surgery added for event menorrhagia. Event menorrhagia became serious incident. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it feels like there are metal pieces coming through my skin of my vagina/ nodules in my vaginal wall'), fallopian tube perforation ('perforated her fallopian tube'), device expulsion ('perforation was left side of her vagina'), vaginal perforation ('perforation was left side of her vagina wall'), menorrhagia ('menorrhagia') and sinus tachycardia ('supraventrical sinus tachycardia') in an adult female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2008, live birth in 1998, live birth in 1993, multi gravida, parity 3, psychological disorder nos, endometrial ablation and seizure. She was not allergic to nickel or any other component of essure. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinus tachycardia (seriousness criterion hospitalization) with hypertension and headache, anxiety ("anxiety"), dizziness ("dizziness"), cardiac disorder ("heart issues/heart problem (felt like I was having a heart attack and the pain was so great I would be a level 10)"), migraine ("migraine/migraines(every day)"), menstrual disorder ("extreme menstrual changes") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tinnitus ("buzzing/buzzing her ears"), arthralgia ("joint pain(every day)"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea") and dyspareunia ("painful intercourse for me & my partner"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), metoprolol tartrate (lopressor), and surgery (ablation, hysterectomy, hysterectomy((B)(6) 2015),surgery in 2016, to remove nodules from the lining of the vagina wall and had surgery in 2016 had to go back in and remove nodules from the lining of the vagina wall). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, vaginal perforation, menorrhagia, dizziness, cardiac disorder, migraine, arthralgia, allergy to metals, menstrual disorder, abdominal distension, weight increased, nausea and dyspareunia outcome was unknown, the sinus tachycardia and tinnitus had resolved and the anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, cardiac disorder, device breakage, device expulsion, dizziness, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, nausea, sinus tachycardia, tinnitus, vaginal perforation and weight increased to be related to essure. The reporter commented: she had surgery in 2016, doctor had to go back in and remove nodules from the lining of the vagina wall. Partner case has been created and linked (B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: normal hsg and bilateral obstruction with essure in place. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Patient took migraine medicine for migraine. Essure confirmation test(s)-(B)(6) 2009 to (B)(6) 2009, dye test; plaintiff was told that she would need to return for a follow up confirmation test. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Patient took migraine medicine for migraine. Essure confirmation test(s)-(B)(6) 2009 to (B)(6) 2009, dye test; plaintiff was told that she would need to return for a follow up confirmation test. On (B)(6) 2015, history of present illness: irregular heavy menses past history/previous surgery: endometrial ablation, bilateral tubal ligation, ovarian cystectomy impression: excessive menses plan; vaginal hysterectomy on (B)(6) 2015, surgical path report clinical history: excessive menses area final diagnosis: uterus hysterectomy cervix: low grade squamous intraepithelial lesion endometrium: proliferative endometrium, negative for hyperplasia and malignancy myometrium: adenomyosis. Wire implants present gross description: received in formalin and labeled "uterus/cervix" is a hysterectomy specimen consisting of a uterus with attached cervix. The uterine wall is serially sectioned to reveal tanpink, trabeculated myometrium and bilateral silver, metallic essure wire implants at each cornu. On (B)(6) 2015, findings: on examination under anesthesia, uterus felt normal size and was mobile. At hysterectomy, the uterus was felt to be normal. Adnexa appeared normal. Tubal occlusion devices were not palpable. Previously administered products included for an unreported indication: mirena and birth control pill. Concurrent conditions included gravida ii since (B)(6) 2015, menometrorrhagia since (B)(6) 2015, vaginal discharge, urinary tract infection and pharyngitis. Concomitant products included anesthetics and hydromorphone hydrochloride (dilaudid). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, hypertension, migraine and anxiety, dyspareunia, nausea, bloating, dysmenorrhea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : reporter information added. Ablation surgery added for event menorrhagia. Event menorrhagia became serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2009 for permanent sterilization. Subsequent to implantation, consumer started experiencing severe pelvic pain, extreme menstrual changes, headaches, bloating, weight gain, anxiety, dizziness, high blood pressure, heart issues and migraine. She had to have hysterectomy due to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. Technical analysis has been requested. Follow up information will be obtained through litigation process.

Manufacturer narrative:
Follow-up received on 27-may-2016 and on 29-may-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. In addition, other non-serious events were reported. Technical analysis outcome resulted in an unconfirmed quality defect. Follow up information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), perforation ("perforation was left side of her vagina wall"), device breakage ("it feels like there are metal pieces coming through my skin of my vagina/ nodules in my vaginal wall") and sinus tachycardia ("supraventrical sinus tachycardia") in a female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, live birth in 1993, live birth in 1998, live birth on (B)(6) 2008 and psychological disorder nos. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena in 2007 and birth control pill in 2007. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinus tachycardia (seriousness criterion hospitalization) with hypertension and headache, anxiety ("anxiety"), dizziness ("dizziness"), cardiac disorder ("heart issues/heart problem (felt like I was having a heart attack and the pain was so great I would be a level 10)"), migraine ("migraine/migraines(every day)"), menstrual disorder ("extreme menstrual changes"), abdominal distension ("bloating") and weight increased ("weight gain"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tinnitus ("buzzing/buzzing her ears"), arthralgia ("joint pain(every day)"), vulvovaginal pain ("sharp vagina pain"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), device expulsion ("perforation was left side of her vagina") and nausea ("nausea"). The patient was treated with alprazolam (xanax), metoprolol tartrate (lopressor), cyclobenzaprine hydrochloride (flexeril), axotal (fioricet), surgery (hysterectomy), surgery (hysterectomy), surgery (had surgery in 2016 had to go back in and remove nodules from the lining of the vagina wall) and alternative therapy. Essure was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, perforation, device breakage, dizziness, cardiac disorder, migraine, arthralgia, vulvovaginal pain, allergy to metals, menstrual disorder, abdominal distension, weight increased, device expulsion and nausea outcome was unknown, the sinus tachycardia and tinnitus had resolved and the anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, cardiac disorder, device breakage, device expulsion, dizziness, fallopian tube perforation, menstrual disorder, migraine, nausea, perforation, sinus tachycardia, tinnitus, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she had surgery in 2016, octor had to go back in and remove nodules from the lining of the vagina wall. Partner case has been created and linked (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-nov-2017: event added-perforated her fallopian tube/perforation was left side of her vagina wall, joint pain(every day)/ perforated her fallopian tube/perforation was left side of her vagina wall/felt like metal sticking me, nodules in my vaginal wall (pain of level of 8 and it feels like there are metal pieces coming through my skin of my vagina) (constant), perforation was left side of her vagina, her partner could feel metal pieces, reaction to essure micro insert due to nickel allergy, abdominal pain and sharp vagina pain. Cramping and severe pelvic pain/severe and persistent pain/pain were added as symptom of event fallopian tube/perforation was left side of her vagina wall. Event pt was updated from hypertension to sinus tachycardia. Event verbatim was updated as-heart issues/heart problem (felt like I was having a heart attack and the pain was so great I would be a level 10), high blood pressure/blood pressure problem (high blood pressure) (felt like I was having a heart attack and the pain was so great I would be a level 10, severe pelvic pain/severe and persistent pain/pain, migraine/migraines(every day). Event outcome of anxiety and headaches was updated as not recovered / not resolved. Treatment drugs added lopressor, xanax, flexaril and fiorcet. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), device expulsion ("perforation was left side of her vagina"), vaginal perforation ("perforation was left side of her vagina wall"), device breakage ("it feels like there are metal pieces coming through my skin of my vagina/ nodules in my vaginal wall") and sinus tachycardia ("supraventrical sinus tachycardia") in an adult female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, live birth in 1993, live birth in 1998, live birth on (B)(6) 2008 and psychological disorder nos. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena in 2007 and birth control pill in 2007. Concurrent conditions included menometrorrhagia since (B)(6) 2015 and gravida ii since (B)(6) 2015. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinus tachycardia (seriousness criterion hospitalization) with hypertension and headache, anxiety ("anxiety"), dizziness ("dizziness"), cardiac disorder ("heart issues/heart problem (felt like I was having a heart attack and the pain was so great I would be a level 10)"), migraine ("migraine/migraines(every day)"), menstrual disorder ("extreme menstrual changes"), abdominal distension ("bloating") and weight increased ("weight gain"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tinnitus ("buzzing/buzzing her ears"), arthralgia ("joint pain(every day)"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea"), dyspareunia ("painful intercourse for me & my partner") and menorrhagia ("menorrhagia"). The patient was treated with alprazolam (xanax), metoprolol tartrate (lopressor), cyclobenzaprine hydrochloride (flexeril), axotal (fioricet), surgery (hysterectomy((B)(6) 2015),surgery in 2016, to remove nodules from the lining of the vagina wall), surgery (hysterectomy((B)(6) 2015),surgery in 2016, to remove nodules from the lining of the vagina wall), surgery (hysterectomy), surgery (had surgery in 2016 had to go back in and remove nodules from the lining of the vagina wall) and alternative therapy. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, vaginal perforation, device breakage, dizziness, cardiac disorder, migraine, arthralgia, allergy to metals, menstrual disorder, abdominal distension, weight increased, nausea, dyspareunia and menorrhagia outcome was unknown, the sinus tachycardia and tinnitus had resolved and the anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, cardiac disorder, device breakage, device expulsion, dizziness, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, nausea, sinus tachycardia, tinnitus, vaginal perforation and weight increased to be related to essure. The reporter commented: she had surgery in 2016, doctor had to go back in and remove nodules from the lining of the vagina wall. Partner case has been created and linked (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Patient took migraine medicine for migraine. Essure confirmation test(s)-(B)(6) 2009, dye test; plaintiff was told that she would need to return for a follow up confirmation test. On (B)(6) 2015, history of present illness: irregular heavy menses past history/previous surgery: endometrial ablation, bilateral tubal ligation, ovarian cystectomy impression: excessive menses plan; vaginal hysterectomy. On (B)(6) 2015, surgical path report clinical history: excessive menses area final diagnosis: uterus hysterectomy cervix: low grade squamous intraepithelial lesion endometrium: proliferative endometrium, negative for hyperplasia and malignancy myometrium: adenomyosis. Wire implants present gross description: received in formalin and labeled "uterus/cervix" is a hysterectomy specimen consisting of a uterus with attached cervix. The uterine wall is serially sectioned to reveal tanpink, trabeculated myometrium and bilateral silver, metallic essure wire implants at each cornu. On (B)(6) 2015, findings: on examination under anesthesia, uterus felt normal size and was mobile. At hysterectomy, the uterus was felt to be normal. Adnexa appeared normal. Tubal occlusion devices were not palpable. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, hypertension, migraine and anxiety. Most recent follow-up information incorporated above includes: on 20-apr-2018: pfs and mr received. Reporters were added. Patient concomitant disease, concomitant drug and unstructured relevant tests were added. Painful intercourse for me & my partner and menorrhagia were added as events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 20-apr-2018: follow up 4 and 5 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube"), device expulsion ("perforation was left side of her vagina"), vaginal perforation ("perforation was left side of her vagina wall"), device breakage ("it feels like there are metal pieces coming through my skin of my vagina/ nodules in my vaginal wall") and sinus tachycardia ("supraventrical sinus tachycardia") in an adult female patient who had essure (batch no. 637222) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3, live birth in (B)(6), live birth in (B)(6), live birth on (B)(6) and psychological disorder nos. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: mirena in 2007 and birth control pill in 2007. Concurrent conditions included menometrorrhagia since (B)(6) 2015 and gravida ii since (B)(6) 2015. Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced sinus tachycardia (seriousness criterion hospitalization) with hypertension and headache, anxiety ("anxiety"), dizziness ("dizziness"), cardiac disorder ("heart issues/heart problem (felt like I was having a heart attack and the pain was so great I would be a level 10)"), migraine ("migraine/migraines(every day)"), menstrual disorder ("extreme menstrual changes"), abdominal distension ("bloating") and weight increased ("weight gain"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower and vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), tinnitus ("buzzing/buzzing her ears"), arthralgia ("joint pain(every day)"), allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"), nausea ("nausea"), dyspareunia ("painful intercourse for me & my partner") and menorrhagia ("menorrhagia"). The patient was treated with alprazolam (xanax), metoprolol tartrate (lopressor), cyclobenzaprine hydrochloride (flexeril), axotal (fioricet), surgery (hysterectomy((B)(6) 2015), surgery in 2016, to remove nodules from the lining of the vagina wall), surgery (hysterectomy((B)(6) 2015), surgery in 2016, to remove nodules from the lining of the vagina wall), surgery (hysterectomy), surgery (had surgery in 2016 had to go back in and remove nodules from the lining of the vagina wall) and alternative therapy. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, vaginal perforation, device breakage, dizziness, cardiac disorder, migraine, arthralgia, allergy to metals, menstrual disorder, abdominal distension, weight increased, nausea, dyspareunia and menorrhagia outcome was unknown, the sinus tachycardia and tinnitus had resolved and the anxiety had not resolved. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, cardiac disorder, device breakage, device expulsion, dizziness, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, migraine, nausea, sinus tachycardia, tinnitus, vaginal perforation and weight increased to be related to essure. The reporter commented: she had surgery in 2016, doctor had to go back in and remove nodules from the lining of the vagina wall. Partner case has been created and linked (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. On an unspecified date in 2009, she underwent essure confirmation test (dye test). In 2009, diagnostic testing, brain scan was done for dizziness, buzzing and headaches. Patient took migraine medicine for migraine. Essure confirmation test(s)-(B)(6) 2009 to (B)(6) 2009, dye test; plaintiff was told that she would need to return for a follow up confirmation test. On (B)(6) 2015, history of present illness: irregular heavy menses. Past history/previous surgery: endometrial ablation, bilateral tubal ligation, ovarian cystectomy. Impression: excessive menses. Plan; vaginal hysterectomy. On (B)(6) 2015, surgical path report. Clinical history: excessive menses area. Final diagnosis: uterus hysterectomy. Cervix: low grade squamous intraepithelial lesion. Endometrium: proliferative endometrium, negative for hyperplasia and malignancy. Myometrium: adenomyosis. Wire implants present. Gross description: received in formalin and labeled "uterus/cervix" is a hysterectomy specimen. Consisting of a uterus with attached cervix. The uterine wall is serially sectioned to reveal tanpink, trabeculated myometrium and bilateral silver, metallic essure wire implants at each cornu. On (B)(6) 2015, findings: on examination under anesthesia, uterus felt normal size and was mobile. At hysterectomy, the uterus was felt to be normal. Adnexa appeared normal. Tubal occlusion devices were not palpable. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: menorrhagia, hypertension, migraine and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.